Manufacturer narrative:
Patient identifier is not available for reporting. The patient¿s exact weight is unknown; however, it was reported to be within ¿normal¿ range. Device is an instrument and is not implanted or explanted. (B)(6) subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing date: april, 16, 2015 - manufacturing site: monument a non-conformance report (ncr) was issued for the inability to pass the 4.5mm pin gauge in the connecting screw cannulation and for an error on the inspection sheet for the 157.80/158.00mm length dimension. The 4.5mm gauge pin issue resulted in one device being returned to sender. The inspection sheet error resulted in 100% re-inspection. These issues are not relevant to the complaint condition as the inner diameter and the overall shaft length would not impact the outer diameter fit with the nail. The review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there was cold welding between the connecting screw and the expert tibia nail following insertion of the nail with a supra-patellar instrumentation set. The surgeon reportedly heard a creaking sound as the devices were being attached. The surgeon had to employ a screwdriver and a wrench in order to disconnect the connecting screw. It was only with this excessive force, and the use of the additional instrumentation, that the two (2) devices could be separated. The procedure was completed with a ten (10) minute surgical delay. The patient's post-operative status was noted to be "ok." This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: a functional test was performed together with the responsible product manager. The nail could be attached without any problems. Visually, there were some wear marks at whole article visible. The thread flanks are worn out and the first thread flank is cracked. It was a functional test performed, and the connecting screw could be locked and unlocked without any problems. Unfortunately we are not able to determine the exact cause which has led to this problem, as a functional test has shown no deviation. It is likely, that an unforeseen mechanical load has worked on the construct and has led to a difficult removal of the connecting screw. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.